Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab as visible white residue external to the transfer set. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse (rn) left a voice message for corporate product surveillance to report one (1) transfer set in which a "strange sediment" was detected when changing it on an unspecified day. No patient information was provided. On (B)(6) 2011, product surveillance spoke with the rn who stated that she had noticed the strange sediment when she pulled the transfer set to take the fluid out. She stated when she drained the home patient (hp), the fluid was clear and the hp was not infected. There was no patient injury or medical intervention.